Event description:
It was reported that during the use of the sheath in a cardiac ablation procedure, the device could not perform a bi-directional curve. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012407365 was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. Functional testing was performed. The steering mechanism and deflection test revealed the sheath did not reach the primary expected deflection at 180°. The dissection test revealed a broken pull wire inside the handle. In conclusion, the sheath did not pass the returned product inspection due to a kink observed on the side port tube and a broken pull wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.